Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was in coma due to high blood glucose. No further information was provided. No further information was provided.

Manufacturer narrative:
The insulin pump received with no battery. Unable to prime during prime alarm test. Unable to determine root cause due to product preservation. The insulin pump passed occlusion and displacement test. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Cracked battery tube threads, cracked reservoir tube lip and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.